Event description:
The wife of a male patient contacted lifecor customer support to report that when one of his battery packs was placed into the battery charger it would not charge. She stated that when this battery pack was placed in the monitor, the monitor would not power up. A recent download showed a battery pack fault flag on this battery pack. Support sent a patient services representative (psr) to the patient to replace the battery pack and battery charger.

Manufacturer narrative:
Battery charger, battery pack -05/2008. Device eval summary: device evaluations of battery charger and battery pack have been completed. The reported problem was confirmed. The cause of the battery charger led illumination was a defective u13 8-bit microcontroller within the charger. The root cause of the defective u13 cannot be positively identified but was likely due to a contaminate which seeped into the connector and shorted this component. The faulty charger was repaired. It was then retested and restocked. The battery pack would not work because, there was an unknown substance inside the battery pack. One of the cells was corroded. The circuit board was also burnt. The battery pack was scrapped. The root cause of the battery pack not charging was this unknown substance. No adverse event resulted from the damaged charger or battery pack. The patient received a replacement battery charger and battery pack.